Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation on her back. The area was described as a "softball sized" blister that was open. During a follow up, the patient reported that the skin irritation was healing after using a cream provided by her doctor.